Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working post-implant. Follow-up determined that the patient had recovered without permanent impairment and was being seen/followed by a different doctor. Additional follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, and if any intervention was required to resolve the issue. This event will be updated if additional information is received.